Manufacturer narrative:
Evaluation result: gas spring trip.

Event description:
It was reported by service report that the fowler would not stay lowered. No patient involvement or adverse consequences are reported.